Event description:
Patient is a transition from accredo on remodulin. Actual start date unk per spontaneous email from on call rph pt. Cadd ms3 pump, sn (B)(4), had the programming wiped from it. Other pump is working fine. Pt was unable to accept courier delivery on (B)(6) 2017; nor: (B)(6) 2018. Sending a replacement pump to her for (B)(6) 2019 early am. She will return the un-programmed pump to us. Pump not attached to patient at the time, no harm to patient. No further information available. Reported to (B)(6) by: health professional.